Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a ventricular episode where two bursts of anti-tachycardia pacing (atp) and four shocks inappropriately delivered due to sinus tachycardia with premature atrial contractions (pacs). Technical services (ts) discussed troubleshooting options and programming considerations, such as changing stability to 10 ms, raising the ventricular tachycardia (vt) rate cutoff (rco) to 200 beats per minute (bpm), and lowering automatic gain control (agc). This crt-d remains in service. No additional adverse patient effects were reported.